Manufacturer narrative:
Product event summary: analysis was unable to confirm the stated reason for return that the programmer suddenly turns off, the programmer started up normally and random shutdown was not confirmed. A 2-day duration test was performed to duplicate the complaint but no failure was found. It was noted that a software reconfiguration would be performed to eliminate any possible software issues. The device was cleaned and passed its electrical safety test as well as all final functional and systems tests.

Event description:
It was reported that when turned on the programmer suddenly turned off. It was further reported that the programmer had been recently returned for this same issue and it is still occurring. The programmer has been returned for service. There was no patient involvement.